Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a cryo-ablation procedure. Reportedly, when the plunger was removed from the first proglide device, the blue cord (suture) was not present. The same issue occurred with a second proglide device. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a greater than 10fr and the procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the blue cord (suture) was not present¿ was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.